Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one perfusor space, 8713030, serial no.: (B)(6), software version 688n030005. The history files were read out and analyzed. No day of occurrence was given. The last infusion with the omnifix 50ml syringe was investigated. No abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, a technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed age related signs of wear and tear and slightly dirty. Damages could not be detected. Functional inspection: a functional test was performed. The device passes the self-test. A syringe (b.braun omnifix 50 ml) was inserted. The pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. During the movement of the drive head an unusual noise could be recognized. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,66%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The deviation of the flow rate was inside the tolerance of the device. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The reported defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Event description:
According to the event description: "good afternoon, I am writing to report an issue with four b braun perfusor pumps that malfunctioned, resulting in over-infusion of drugs. Three of the affected pumps were in use in the ICU, and one in the aau ward. The ICU pumps were connected to hemofiltration machines. Engineers from the OEM have inspected the hemofiltration machines and confirmed that there are no faults. They also clarified that the machines cannot influence the drug delivery of the pumps. We also experienced a similar incident a few months ago. At that time, b braun investigated the pump involved but advised that no fault could be identified. However, patient safety remains our highest priority, and we cannot continue using the devices without a reliable solution. We kindly request the involvement of b braun's clinical and technical team to provide guidance and help resolve this matter."